Event description:
During routine testing, the user found that the device would not power up. There was no pt involved. Tests on the device disclosed a open transistor (q6). The cause of the transistor failure could not be determined. It appears to have been a random component failure. The event is not occurring more frequently or with greater severity than is usual for the device.